Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the removed part and determined that the cause of the reported issue was determined to be due to contaminated power button on the keypad assembly.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.